Event description:
Rptr was told device was FDA approved for hair removal and vein removal but rptr does not believe that is the case. Rptr had a problem with aiming beam not functioning. Was told device could be used in that condition. Device is marketed for unapproved FDA indication. The screen says that device needs svc but MFR has not serviced device as indicated. Rptr has had ongoing problems.